Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite a device return attempt. Ongoing attempts will be made for the device return. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported: the device was partially deployed and when the physician tried to re-sheath the device, it would not retract despite force placed on the pusher wire. The intermediate catheter had to be advanced to re-capture the flow diverter. No patient harm occurred. The device was removed and replaced and the procedure was completed.

Manufacturer narrative:
Items returned for investigation: stent, pusher, introducer, microcatheter. Stent was returned fully deployed. The microcatheter was returned damaged 5cm from the distal tip. The pusher was returned twisted at the distal end. The stent was loaded onto the undamaged pusher from a device that was of the same lot. The stent was advanced into the returned microcatheter and was able to fully advance from and resheathe back into the microcatheter without resistance during the investigation. The investigation found the stent returned fully deployed and the pusher twisted at the distal end. The returned microcatheter was found damaged at 5cm from the distal tip. Due to the damage of the returned pusher, the investigation could not advance the device in its returned condition through the returned microcatheter to assess the alleged resheathing issue. However, replication testing was performed using an undamaged pusher from the same lot and found the stent was able to successfully advance through and resheathe into the returned microcatheter without resistance. The damage to the microcatheter may have contributed to resistance during the reported event; however, it was not a contributing factor during the replication testing. The physical evaluation of the pusher and microcatheter could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the devices experiencing forces over specification.

Event description:
As reported: the device was partially deployed and when the physician tried to re-sheath the device, it would not retract despite force placed on the pusher wire. The intermediate catheter had to be advanced to re-capture the fredx. No patient harm occurred. The device was removed and replaced and the procedure was completed.